Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that two units had the buttons jammed and running continuously. Therefore, there was loss of insufflation.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as the device was discarded. Therefore, the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: buttons jammed and running continuously. Probable root cause for flow too high: 1. Material/design error. 2. Constant irrigation flow is not maintained leading to limited field of view. 3. Stopcocks in improper configuration. 4. Large anatomy. 5. Missing o-ring. 6. Damaged or deformed o-ring. 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette). 8. Clogged tubing. 9. User error. Probable root cause for buttons on hand piece do not function properly: 1. Severe shipping conditions. 2. Material/design error. 3. Damaged equipment. 4. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that two units had the buttons jammed and running continuously. Therefore there was loss of insufflation.